Manufacturer narrative:
On 9/20/2019, during evaluation of the device it was observed to be ruptured. It was received incomplete. It was received in two parts. Microscopic examination was performed, and evidence of instrument damage was not observed. No other anomalies were discovered. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/14/2019, it was erroneously omitted to report that these events took place: on (B)(6) 2019, it was reported to mentor that the patient had experienced capsular contracture baker grade iii. The date of explantation was (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and deformation of the device. Concomitant products:a mentor memorygel breast implant 400cc, catalog number: 3504004bc, serial number: (B)(4), lot number: 6880746. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and experienced rupture on the right breast implant. The device appeared to be deformed. As a result, the patient had undergone removal on (B)(6) 2019.